Event description:
The customer reported that there are discrepancies greater than twenty percent between his blood glucose level and his sensor readings. The patient stated that his sugar was between 80 and 90 on his meter and the sensor was alerting that he was between 40 and 50. The customer stated that he would call again because he had to go. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.